Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.351" x 0.062" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. A review of an image provided by the customer is consistent with the instrument missing part of the tip. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the end of the harmonic ace instrument broke. A fragment fell inside the patient but was retrieved during the same surgical procedure. The surgeon completed the procedure robotically using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked prior to use and no problems were observed. There was no instrument collision during the procedure.